Manufacturer narrative:
Quality-safety evaluation of ptc: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 10-feb-2017: quality-safety evaluation of ptc received. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had perforation of organs. She underwent a hysterectomy/ surgery to remove essure approximately 8 years after insertion. This event, interpreted as uterine perforation in this case, is anticipated in the reference safety information for essure. This legal case was reported with limited information. The exact time point and mechanism of the perforation was not specified. Despite the limited information, given the nature of this event, causality with essure cannot be excluded. This case was regarded as incident since device removal was required. A product technical analysis resulted in an unconfirmed but plausible product quality defect and a relationship with the reported medical event cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of organs') and endometrial ablation ('ablation') in a female patient who had essure (ess205) inserted. On (B)(6)2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and underwent endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation and hysterectomy, surgery to remove essure implant on (B)(6)2015). Essure (ess205) was removed on (B)(6)2015. At the time of the report, the uterine perforation and endometrial ablation outcome was unknown. The reporter considered endometrial ablation and uterine perforation to be related to essure (ess205). Quality-safety evaluation of ptc: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received: event ablation was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs") in a female patient who had essure (ess205) inserted. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (hysterectomy, surgery to remove essure implant on (B)(6) 2015). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure (ess205). Quality-safety evaluation of ptc: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 27-oct-2017: follow up from summons - new reporter added and pain made symptom. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of organs') and endometrial ablation ('ablation') in a female patient who had essure (ess205) inserted. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and underwent endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation and hysterectomy, surgery to remove essure implant on (B)(6) 2015). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the uterine perforation and endometrial ablation outcome was unknown. The reporter considered endometrial ablation and uterine perforation to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs") in a female patient who received essure (ess205). On (B)(6) 2007, the patient started essure (ess205). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (hysterectomy, surgery to remove essure on (B)(6) 2015). Essure (ess205) was withdrawn. At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure (ess205). Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had perforation of organs. She underwent a hysterectomy/ surgery to remove essure approximately 8 years after insertion. This event, interpreted as uterine perforation in this case, is anticipated in the reference safety information for essure. This legal case was reported with limited information. The exact time point and mechanism of the perforation was not specified. Despite the limited information, given the nature of this event, causality with essure cannot be excluded. This case was regarded as incident since device removal was required. A product technical analysis is expected. Further information will be obtained through the litigation process.